Manufacturer narrative:
The smiths medical pump was returned for analysis and the no disposable alarm was verified. The front housing of the device was damaged. The housing was replaced and device was calibrated, software was installed, and the device passed all functional and delivery tests.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error a no disposable alarm. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.